Event description:
The service report shows that while performing an unrelated service, the co customer support engineer (cse) noted that the unit began to self-cycle due to an autozero malfunction. The cse inspected the device and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by co that this device cause or contributed to the event alleged in this report.